Manufacturer narrative:
Manufacturer ref. No. (B)(4). Baxter received and evaluated the device. The reported symptom "door not fully latched message" was confirmed and reproduced. It was caused a loose link screw. As a result, the screws were replaced.

Event description:
It was reported that a pump was alarming for a door not fully latched message. There was no patient involvement.